Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical with an unsigned note that stated, "needs new door roller." No tracking information ws provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.